Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after inserting a new sensor he could not get a reading. The customer's blood glucose reading was 556 mg/dl. The customer did not treat because he was using saline in the insulin pump, and did not have a back-up plan. Nothing was replaced or returned.